Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of a pcb00 16.5 diopter lens touched the patient's operative eye during the insertion process. The lens itself was not implanted because the surgeon realized that the lens was stuck in the cartridge. Surgeon did not want to advance on first click like normal. Reportedly, the haptic was bent, the lens optic was scratched, and was indicated not to be due to a use error. A new lens of the same model and diopter was used to complete the procedure. There was no patient injury and the patient's is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.